Event description:
Per the physician, the patient started experiencing a positional headache about one month after the pump was implanted. There was cerebral spinal fluid leaking around the catheter. The revision was performed and then a blood patch was performed in (B)(6) 2014 (approximately). The patient recovered after the blood patch and the issue was resolved to the physician¿s knowledge.

Event description:
The patient had a catheter leak at the catheter site in his back. The catheter was re-anchored which resolved the issue. As of the date of this report, the patient was getting therapy. The device system was delivering morphine. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information later received reported the revision occurred on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4) implanted, product type: programmer, patient. Product ID: 8780, serial# (B)(4) implanted: (B)(6) 2014, product type: catheter. (B)(4).